Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) dialed into the station and verified in the storage space configurations that the fridge was visible. Hardware test application (hta) was accessed and no failures were found. The station was then restarted to ensure proper functionality. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, bin failed to lock and nurses unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.